Event description:
It was reported during the implant procedure that just prior to advancing the lead into the introducer the physician noticed, there was a deformity to the proximal area of the svc coil. The lead was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) defib conductor distorted as well as the sprint quattro defib coil was distorted.